Manufacturer narrative:
The returned device was evaluated and the case description states that the user reported being unable to turn on their controller. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Review of android log files found that the controller was powered on and interacted with regularly without being plugged in to charge until the battery depleted as expected. A two-hour gap was observed in the engineering log files after the battery level reached 0%, indicating that the controller shut off completely due to insufficient battery power. Once the controller powered on again, the battery records showed that the controller was plugged in and had reached a battery level of 16%. The investigation determined that insufficient charge resulted in the controller being unable to turn on. The log files showed that the controller turned on successfully after being plugged in and allowed to charge. The controller was found to function as intended.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 359 mg/dl while wearing the pod. Symptoms reported include nausea and headache. The patient reports their controller would not power on. The patient reports using an unsupplied charging cord for their controller. Once at the hospital emergency room the patient was treated with 3 units of insulin. The patient remains in the hospital at the time of this call. The patient report their controller is now powering on.